Event description:
It was reported that a pt underwent a gynecological procedure on (B) (6) 2009. During the procedure, the disposable hand piece could not be connected to the motor drive unit. The case was discontinued. No adverse pt consequences were reported.

Manufacturer narrative:
(B) (4). (B) (4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.